Event description:
It was reported that the field representative was in the middle of a routine device change out procedure and when this right ventricular (rv) lead was programmed in triad there was high, out-of-range (oor) shock lead impedance (sli) measurements measuring, greater than 200 ohms. Sli measurements with the old device was normal however, when programed ra coil to can with the new device they were oor. Technical services provided programming options and suggested not to program ra coil to can. The device was explanted and replaced, and they used the existing rv lead. At this time, the rv lead remains in service. No adverse patient effects were reported.